Manufacturer narrative:
(B)(4). A photo submitted by the customer of the device inside its pouch packaging was reviewed and found no issues. Visual analysis of the returned device found the basket was partially extended when received, and the working length was bent from the handle. Functional inspection found the thumb wheel was able to move freely in both directions; however, the basket did not close. The device was disassembled for further investigation and found the pull wire had been broken at its proximal end. Evidence of bending was observed at the broken end. Based on all available information, it is most likely that procedural or anatomical factors encountered during the procedure could have affected the device performance and integrity. Handling and manipulation of the device can lead to kinking of the working length. The kinks in the working length can cause issues in rotating the basket due to the wire being unable to rotate freely in the kinked area. The pull wire breaking could have been caused due to the force applied to the handle after multiple attempts to rotate the basket. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that an optiflex retrieval basket was used in the ureter during a ureteroscopy procedure performed on (B)(6) 2020. According to the complainant, during procedure, the basket opened inside the patient but failed to close. Another optiflex basket was used to complete the procedure. There were no patient complications reported as a result of this event. The investigation results revealed the pull wire was detached/separated; therefore, this is now an MDR reportable event.